Manufacturer narrative:
Correction: the valve sn was changed from (B)(4), as this valve was implanted first. The expiration and manufacturing date were updated.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low. Subsequently, a second valve was implanted, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.